Event description:
It was reported that within a couple days of implant, the right ventricular (rv) lead exhibited variable thresholds and oversensing. It was determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).